Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation.service technician was able to duplicate the reported issue. Root cause of failure is the internal battery not holding charge and a damaged pigtail. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The service technician was able to duplicate the reported issue. All testing was performed with a good known ac adapter and patient circuit that was connected to an external power source and the charge status led illuminated red signifying no charge. An overnight charge of the internal battery was completed. A battery duration test was also performed, and results were fail. The vent shut down immediately after external power was removed. A known good test internal battery was installed, and the issue was resolved. The internal battery was found to not hold charge. The internal battery was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit shut down unexpectedly after 10 minutes during use on patient transport on the lap top ventilator. The customer reported they were able to bag (manual resuscitate) the patient. The customer confirmed there was no patient harm associated with the reported event.